Manufacturer narrative:
Follow up #2 - device evaluation: the pump has been returned to animas and evaluated on 09/14/2015 with the following findings: there was visible corrosion inside the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump could not be powered on. There was a battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. No further evidence of moisture was found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Submitted 08/24/2015 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of power/intermittent power, related to the moisture in the battery compartment.